Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. The customer re-loaded the cartridge to resolve the issues. Customer's blood glucose was 253 mg/dl.